Event description:
A us distributor returned a charger/modem indicating that there was an error while charging a test battery pack.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation battery charger/modem was unable to properly charge battery packs. The cause for the failure was isolated to a contamination. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.